Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered appropriate tachy therapy to a ventricular tachycardia (vt). However, the arrhythmia was not successfully converted, and the last shock given accelerated the vt into ventricular fibrillation. No further shocks were delivered. Reportedly, the patient fainted and had to be resurrected by the paramedics as he suffered a cardiac arrest. Technical services recommended to perform a defibrillation threshold test or replace this s-ICD system with a transvenous one. Reportedly, as recommended this patient s-ICD system was replaced with a non-boston scientific transvenous system. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noticed a crack in the polycin vorite notch area next to sense b electrode, extending into insulation. However, no conductors were exposed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of "failure to convert rhythm". Despite the small insulation damage found, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered appropriate tachy therapy to a ventricular tachycardia (vt). However, the arrhythmia was not successfully converted, and the last shock given accelerated the vt into ventricular fibrillation. No further shocks were delivered. Reportedly, the patient fainted and had to be resurrected by the paramedics as he suffered a cardiac arrest. Technical services recommended to perform a defibrillation threshold test or replace this s-ICD system with a transvenous one. Reportedly, as recommended this patient s-ICD system was replaced with a non-boston scientific transvenous system. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.